Manufacturer narrative:
The system was examined and the reported event was confirmed (via event log review) but was not replicated by the company representative. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during the withdrawal of quarters of a surgical procedure there was no aspiration. The system was shut down and restarted with no resolution to the issue. The cassette and handpiece were re-primed, which did not resolve the issue. The patient was moved to an adjoining operating room were the procedure was completed. There was no patient impact was reported.